Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shut off. There was no reported adverse impact to customer's blood glucose. Customer restarted pump and resumed insulin therapy.